Manufacturer narrative:
Physio control, inc. Evaluated the device. The root cause was determined to be due to a failure of the speaker assembly. After replacing the speaker assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that the audio output has garbled voice. There was no pt associated with the reported event.